Event description:
It was reported that unstable speed occurred. A rotapro console was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the set rotational speed was reached, but the rotation speed in normal mode was unstable and an unusual noise was noted. The procedure was completed with an additional rotapro console. No complications were reported. It was further reported that the catheter used is a 1.75mm rotapro burr. It was further reported that the unstable rotational speed was noted during draw test.

Manufacturer narrative:
Correction - b5: describe event or problem.

Event description:
It was reported that unstable speed occurred. A rotapro console was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the set rotational speed was reached, but the rotation speed in normal mode was unstable and an unusual noise was noted. The procedure was completed with an additional rotapro console. No complications were reported.